Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade of 4. During the procedure, the steerable guide catheter would not hold fluid column. Air was observed in the device, requiring additional aspiration. No air was present in the patient. A replacement steerable guide catheter (sgc) was used to complete the procedure. One clip was implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.